Manufacturer narrative:
The reported event that the ball where the handle is broke off was confirmed through the visual inspection. It was observed that the rounded handle was broken off. Any physical impact to the navigated instrument, such as with a mallet or a similar tool, will cause product damage.

Event description:
It was reported that during sterile processing the ball on the handle broke off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during sterile processing the ball on the handle broke off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing, there was no patient involvement and no delay to a surgical procedure.